Event description:
The customer received a questionable thyrotropin (tsh) result on their elecsys 2010 analyzer. The patient's initial tsh result was 0.04 miu/ml. The first repeat result was 2.20 miu/ml. The second repeat result was 2.2 miu/ml. The erroneously low result was not reported outside the laboratory. There were no adverse events. The tsh reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Based upon information provided, the customer was using 13mm primary tubes without the recommended rack adapters. This may cause insufficient sample material to be pipetted. The customer is now using the rack adaptors and no false low results have occurred since that time. The patient was not harmed.